Event description:
A malfunction was reported by the caller regarding a pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller was assisted with resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and were advised to call back if the malfunction code returned; the caller acknowledged and understood the instructions.